Event description:
It was reported that at the beginning of a da vinci s prostatectomy procedure, the site experienced system error code #23008. The site recycled power to the system and back drove the left master tool manipulator (mtml), however, the system fault recurred. The pt was under anesthesia and port incisions had been created when the surgeon made the decision to abort the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #23008 was associated with the left master tool manipulator (mtml) gimble. The mtm gimbal is a subsection of the complete mtm arm, consisting of the links associated with the five axes of motion closest to the surgeon's hand. These axes measure the orientation of the mtm handle and the mtm grip angle. The gimbal is separated from the rest of the mtm by removing the platform link from the forearm link. The system was repaired by replacing the affected mtm gimble. The system alarm (system generate fault code) functioned as designed and there was no injury to the pt. System error code #23008 appears when the da vinci s safety systems determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci s in a "nonrecoverable safe state". The mtml gimble was returned to isi for failure analysis investigation. Engineering eval found the potentiometer produced a noisy signal, likely generating the system error code experienced by the customer. As an add'l precaution, the motor and encoder were also replaced. As of 08/27/2009, there have been no reported recurrences of the issue at this hospital.